Event description:
It was reported the patient presented for a scheduled implant procedure at the hospital. During procedure, the right ventricular (rv) lead was unable to extend helix. The rv lead was removed and replaced on (B)(6) 2023. The patient was stable throughout.